Event description:
On (B)(6) 2026, a patient prepped for a stent placement procedure using halo one. Prior to the procedure, during preparation, attempts to insert the product were unsuccessful. The physician's opinion was that the dilator's high flexibility resulted in insufficient rigidity, causing the sheath tip to tend to open. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.